Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly calcified superficial femoral artery. A 4.0mmx5mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 6atm for 2-3 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition after the procedure.